Event description:
Philips received a complaint from the customer, reporting that a patient had expired while the device was in use. The customer had requested assistance on reading the event log that was created at the time of the event. Based on the information currently provided and available, it was reported that during clinical and therapeutic use of the v60 ventilator, the device was alarming, but functional and a patient was noted to have expired. The reporter has requested interpretation of the device drpt (diagnostic report). Device event logs were analyzed by a philips pms (post market surveillance) clinical expert. The alleged time and date of event (march 24, 2025 at approximately 2000) reveals that the device had exhibited multiple patient therapy alarms (low tidal volume, low inhalation pressure, low minute ventilation, high rate, and patient disconnect alarms) from 2000 until 2009. During this time, end user interaction was noted at 2003 (end user adjusted device delivered fio2 from 50% to 100%). No further alarms were noted and the device was powered off at 2049. No allegation of device cause and/or contribution has been lodged within the complaint record against the device. Further good faith efforts are required to determine cause and/or contribution. Further good faith efforts yielded information stating that the contact established by the reporter was an inquiry as to interpretation of the data provided in the drpt and not intended to lodge a complaint of device cause and/or contribution to the patient outcome. Despite the inquiry, no further information has yielded additional information that would amend the previous dispositioned clinical assessment. A service engineer (se) evaluated the device and reported that the device powered on and operated normally in ventilation mode. The se noted that no issues could be duplicated while testing the device. The diagnostic logs were pulled and reviewed and showed no error codes. A complete performance verification test was performed, and the device passed all test. The device was returned to service.